Manufacturer narrative:
Medwatch sent to FDA on 09/02/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained about greenish urine." The balloon was removed.

Manufacturer narrative:
Supplement #1 medwatch sent to the FDA on 03/06/2017. Additional information: device available for evaluation?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. A visual examination was performed on the device, and noted blue discoloration on the shell and valve. Black particles were observed on the outer surface of the shell and the inner surface of the valve. A valve test was performed and flow was continuous and unobstructed. An air leak test was performed and leakage was observed. Under microscopic analysis one striated opening was observed on the shell, consistent with device removal. Microscopic analysis observed blue and black particles in the valve channel.